Event description:
It was reported that the clinician programmer did a software update of the implantable neurostimulator (ins). It was noted that it was unknown why the software update hadn¿t occurred in (B)(6) 2013. It was stated that a message stating that the ins was discharged and the clock had to be reset was received. It was further stated that after that message, the clinician programmer showed that the ins was 90% full. It was noted that the patient had thought that the stimulation was off, but the clinician programmer was showing that the stimulation was on. It was stated that the patient¿s adaptive stimulation (as) and program settings were grayed out on the clinician programmer. It was noted that the patient had been using as and it had been working perfectly. It was also stated that there had been a power on reset (por) message on the clinician programmer. It was noted that the patient had not had an overdischarge during the time since having last met the manufacturer representative in (B)(6) 2013. Additional information received reported that when the manufacturer representative first interrogated the ins the software update had started. It was stated that the ins clock had to be reset, ¿as if a por had occurred.¿ it was noted that the ins had been working perfectly for the patient, and the patient did not recall ever having had to ¿jump start¿ the ins. It was stated that the patient¿s as had been off, as the icons were grayed out ¿as if the ins needed to be reoriented.¿ it was stated that the patient had said that her as was on when she had come in. It was stated that the patient had been using the device constantly since she had last met with a manufacturer representative. It was noted that all of the device impedances were within normal limits. It was noted that the manufacturer representative had turned on the device in ¿post-op¿ and the patient had been happy with the coverage. It was noted that ¿something wasn't matching up between what I saw and what she was telling me.¿ it was noted that ¿all was okay¿ with the patient¿s device. It was stated that a manufacturer representative would meet with the patient one month after the date of this report. No additional information received.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead, product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 97791, lot# n367439, implanted: (B)(6) 2013, product type: accessory; product ID neu_unknown_prog, product type: programmer, physician. (B)(4).